Event description:
It was reported that a leak was observed from an unspecified location during use on the homechoice (hc). The home patient (hp) stated they had awoken to fluid on their table and floor. The hp indicated that therapy had completed and the hp had discarded the set up. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.